Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The stent was implanted in the patient and not returned to the manufacturer for analysis. Intraprocedure images were provided by the physician. The review of the provided media identified the fred stent, however no post-procedure images of a thrombus were provided. Without post-procedure images or the physical evaluation of the device, further investigation cannot be performed. The instructions for use identifies thrombosis as a potential complication associated with use of the device.

Event description:
It was reported that the fred was successfully implanted to treat an aneurysm in the left internal carotid artery. Two weeks post-procedure, thrombus was identified within the stent and a thrombectomy was attempted, without success. There was no reported device malfunction. It was reported that the patient was not compliant with the post-procedure dual anti-platelet medication. The patient is being managed medically. There was no reported sequela.